Event description:
The pt presented with a subarachnoid hemorrhage and ruptured multilobed left anterior communicating artery aneurysm (acom). The first coil was successfully placed into the aneurysm. After the successful placement of a second coil [device in question], there was "some displacement of the initial coil" to the left a1/a2 junction of the left anterior cerebral artery (aca) but it remained patent. A further four coils were successfully deployed into the aneurysm. At the point the physician opted to move the balloon from the right a1/a2 junction to the left side without incident, but it was left deflated. As the seventh coil was being positioned into the aneurysm, the physician noted the immediate loop of the coil extended beyond the confines of the aneurysm. This coil was deployed into the aneurysm. Angiography demonstrated some bleeding and the pts condition deteriorated, anticoagulation was reversed and the pt was stabilized. Another coil was deployed and angiography revealed that the bleeding had stopped. A further two coils were deployed and shortly after this, it was noted that the left aca a2 segment was occluded. The physician administered a dose of reopro at the origin of the left aca a2 segment and the flow was restored. A subsequent angiogram revealed the vessel was re-occluded and a further dose of reopro was administered without effect. The physician placed a stent into the aca with the mid point of the stent at the a1/a2 junction. Flow was immediately noted to be improved. There was less robust cross filling of the acom left to right compared to pre-treatment images but there was no residual affect observed in the aca. The pt was discharged home with mild right hemiparesis twenty days post procedure.

Event description:
The patient presented with a subarachnoid hemorrhage and ruptured multilobed left anterior communicating artery (acom) aneurysm. The first coil was successfully placed into the aneurysm. Following the successful deployment of a second coil [subject device] there was 'some displacement of the initial coil' to the left anterior cerebral artery (aca) a1/a2 junction but the vessel remained patent. A further four coils were successfully deployed into the aneurysm. At the point the physician moved the balloon from the right a1/a2 junction to the left side without incident but it was left deflated. As the seventh coil was being positioned into the aneurysm, the physician noted the immediate loop of the coil extended beyond the confines of the aneurysm. This coil was deployed into the aneurysm. Angiography demonstrated some bleeding and the patient¿s condition deteriorated, anticoagulation was reversed and the patient was stabilized. Another coil was deployed and angiography revealed that the bleeding had stopped. A further two coils were deployed and shortly after this it was noted that the left aca a2 segment was occluded with thrombus. The physician administered a dose of reopro at the origin of the left aca a2 segment and the flow was restored. A subsequent angiogram revealed the vessel was re-occluded and a further dose of reopro was administered without effect. The physician placed a stent into the aca with the mid point of the stent at the a1/a2 junction. Flow was immediately noted to be improved. There was less robust cross filling of the acom left to right compared to pre-treatment images but there was no residual affect observed in the aca. The patient suffered an ischemic stroke that was reported to be related to the thrombus and possibly to the devices used in the procedure. The stroke resolved the following day with residual effects, the patient had weakness in the right lower extremity. It was reported that 50mg of protamine were administered. The patient was discharged to a rehabilitation center before being discharged home twenty days post procedure.

Manufacturer narrative:
MFR's eval summary: a device history record review for the batch in question confirmed the device met all material, assembly and performance specifications. The device remains implanted in the pt and was not available for evaluation. From all the info available, the device was used in accordance with the labeling, the pre-existing rupture was further extended during the procedure. The dfu states that "potential complications include, but are not limited to: post-embolization syndrome, hematoma, hemorrhage, vessel perforation emboli (foreign, thromboembolic), ischemia, vasospasm, revascularization, inadequate occlusion and neurological defects including stroke and possibly death." The most probable root cause for the reported event is operational context.

Manufacturer narrative:
A review of the labeling found that stroke is noted in the directions for use as a potential complication associated with such procedures. Therefore, the reported ischemic stroke is most probably an anticipated procedural complication.

Event description:
The patient presented with a subarachnoid hemorrhage and ruptured multilobed left anterior communicating artery (acom) aneurysm. The first coil was successfully placed into the aneurysm. Following the successful deployment of a second coil [subject device] there was 'some displacement of the initial coil' to the left anterior cerebral artery (aca) a1/a2 junction but the vessel remained patent. A further four coils were successfully deployed into the aneurysm. At the point the physician moved the balloon from the right a1/a2 junction to the left side without incident but it was left deflated. As the seventh coil was being positioned into the aneurysm, the physician noted the immediate loop of the coil extended beyond the confines of the aneurysm. This coil was deployed into the aneurysm. Angiography demonstrated some bleeding and the patient¿s condition deteriorated, anticoagulation was reversed and the patient was stabilized. Another coil was deployed and angiography revealed that the bleeding had stopped. A further two coils were deployed and shortly after this it was noted that the left aca a2 segment was occluded with thrombus. The physician administered a dose of reopro at the origin of the left aca a2 segment and the flow was restored. A subsequent angiogram revealed the vessel was re-occluded and a further dose of reopro was administered without effect. The physician placed a stent into the aca with the mid point of the stent at the a1/a2 junction. Flow was immediately noted to be improved. There was less robust cross filling of the acom left to right compared to pre-treatment images but there was no residual affect observed in the aca. The patient suffered an ischemic stroke that was reported to be related to the thrombus and possibly to the devices used in the procedure. The stroke resolved the following day with residual effects, the patient had weakness in the right lower extremity. It was reported that 50mg of protamine were administered. The patient was discharged to a rehabilitation center before being discharged home twenty days post procedure.